Manufacturer narrative:
No evaluation possible at this time. The explanted trestle luxe plate has not been returned.

Event description:
Upon using the plate bending, the locking mechanism broke off the plate.